Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported ¿rupture/deflation¿. Later healthcare professional confirmed "rupture and capsular contracture baker grade iii, calcification and ductal carcinoma in situ (dcis) (not device related) diagnosed via MRI, capsular contracture baker grade IV confirmed postoperative". This record is for right side. Device has been explanted.

Event description:
Healthcare professional reported granuloma found during explant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b5, d1, d2a, d2b, d4, g4, h6. Explanted devices were silicone. (B)(4) pending. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.